Manufacturer narrative:
B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary solution set would not infuse albumin. The device was being used with a 50 ml minibag of albumin, a non-baxter primary set, a primary 500 ml viaflo bag of saline, and a non-baxter pump. The problem was resolved by putting a kelly clamp on the primary line. There was no patient injury or medical intervention associated with this event. No additional information is available.